Event description:
During meniscal repair, the surgeon was unable to deploy t2. He cut the suture leaving t1 implanted extracapsular. It was reported that there was no patient injury or procedural complications.